Event description:
The customer was hospitalized for high bgs. It was indicated that bgs were raising and the set was changed. Troubleshooting was performed the insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol.